Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, 11 months due to unknown reasons. It was learned via the patient registry that the patient underwent the tmvr procedure after an implant duration of 10 years, two (2) months. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, 11 months due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.